Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for coagulase negative staphylococcus (1 cfu/endoscope). The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the device. First time; (B)(6) 2021: distal end: coagulase negative staphylococcus, unspecified microbes (total 1 cfu/endoscope). All channels: coagulase negative staphylococcus, unspecified microbes (total 89 cfu/endoscope). Second time; (B)(6) 2021: distal end: coagulase negative staphylococcus, unspecified microbes (total 6 cfu/endoscope). Instrument channel: unspecified microbes (<1 cfu/endoscope). Elevator channel: unspecified microbes (<1 cfu/endoscope). Suction channel: coagulase negative staphylococcus, micrococcaceae, unspecified microbes (total 8 cfu/endoscope.) Air/water channel: coagulase negative staphylococcus, unspecified microbes (total 1 cfu/endoscope). Third time; (B)(6) 2021: suction channel: gram asporular bacilli, coagulase negative staphylococcus, unspecified microbes (total 7 cfu/endoscope). Air/water channel: coagulase negative staphylococcus, unspecified microbes (total 1 cfu/endoscope). Auxiliary water channel: gram asporular bacilli, coagulase negative staphylococcus at 36, unspecified microbes (total 3 cfu/endoscope). Instrument channel: gram asporular bacilli, coagulase negative staphylococcus, micrococcaceae, unspecified microbes (total 35 cfu/endoscope). The device had been reprocessed with an olympus automated endoscope reprocessor model etd-4 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus (B)(4). As a result of the evaluation, no damage was found on the device, so the device was returned to the user facility without any repair. Olympus medical systems corp. (Omsc) checked the reprocessing method provided by the user facility, but found no obvious deviation from the instruction manual. The exact cause of the reported event could not be conclusively determined. In device evaluation, no defects were found around all channels and the distal end where bacteria were detected. In addition, the microbiological testing performed after reprocessing by (B)(4) collected samples from all channels, but the result was negative. No samples were collected from the distal end. From the above, omsc could not determine if there was any relevance between the device and the fact that the microbiological testing conducted by the user facility was positive. The instruction manual states the reprocessing method of the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.